Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that the display device showed a transmitter failed error on (B)(6) 2019. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis was performed and confirmed the reported event of a transmitter failed error. The probable cause was determined to be a low transmitter battery that led to a transmitter failure.